Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012. Patient allegations include loosening of metal components, necrosis of tissue and metal in bloodstream. A review of invoice history confirmed the primary surgery dates and the revision procedure date. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity," "elevated metal ion levels have been reported with metal-on-metal articulating surfaces," ¿inadequate range of motion,¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6), 2007 and left total hip arthroplasty on (B)(6), 2008. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6), 2012. Patient allegations include loosening of metal components, necrosis of tissue and metal in bloodstream. A review of invoice history confirmed the primary surgery dates and the revision procedure date. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information from the patient's legal counsel reveals patient allegations of pain, loss of range of motion and mobility, and difficulty in walking.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012. Patient allegations include loosening of metal components, necrosis of tissue and metal in bloodstream. A review of invoice history confirmed the primary surgery dates and the revision procedure date. There has been no reported revision procedure for the left hip. Additional information from the patient's legal counsel reveals patient allegations of pain, loss of range of motion and mobility, and difficulty in walking. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the right hip due to pain and iliopsoas tendonitis. Revision op report notes the presence of normal-appearing fluid and firm, rigid, thick fibrotic tissue encasing and trapping the iliopsoas tendon. In addition, op report notes the head had formed a cold weld on the morse taper and modular head would not disengage from the taper. The cup, head, stem, and taper insert were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 8 mdrs filed for the same patient (reference 1825034-2012-02097 / 02104).